Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an unexpected battery drain. The device reached end of service (eos) faster than expected and the device did not provide an elective replacement indicator (eri) alert before eos. The device is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.